Event description:
The customer stated that her blood glucose was high. The customer did not have a glucometer to check her blood glucose, but she felt like it was high. The customer stated that she has not been treating her blood glucose because she does not know what her blood glucose reading is. Paramedics were called to assist the customer with possible high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.